Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a ¿high¿ blood glucose (bg) level and high ketones; cause was not known. Specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2021 with no permanent damage. Tandem technical support performed a pump system check and verified the pump was functioning as intended.